Event description:
Complainant alleged that the medics were treating a pt who was in cardiac arrest, and who was presenting an asystole heart rhythm. The medic attempted to charge the device, in preparation of the pt requiring defibrillation, but the device displayed a "pacer fault 117" message when the charge button was depressed. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt continued to present an asystole heart rhythm, not requiring defibrillation.